Manufacturer narrative:
The insulin pump was monitoring for several days and no frozen display or constant tone noted. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. All buttons functioned properly. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump froze after a battery change. The customer's blood glucose level was 227 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump was alarming with a constant tone, the display screen was frozen, and its buttons were not responding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.